Manufacturer narrative:
The device was not returned for evaluation. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional prostyle devices referenced in b5 are filed under separate medwatch report numbers.

Event description:
It was reported this was an arteriotomy closure of bilateral common femoral arteries using the pre-close technique prior to an endovascular aneurysm repair (evar) interventional procedure. The sutures of two (2) prostyle devices were deployed successfully in the right common femoral artery (rcfa). Reportedly, five prostyles were attempted in the left common femoral artery (lcfa) via an 8f sheath hole; however, a cuff miss [suture retrieval issue] was noticed with all five devices. The sheath was upsized to an 18f endoprosthesis introducer and the evar procedure was completed. The lcfa required surgical intervention (repair) with local anesthesia to achieve hemostasis. Hemostasis was achieved in the rcfa with the successfully pre-placed prostyle sutures. There was a clinically significant delay in the procedure and hospitalization was prolonged due to the surgical intervention. No additional information was provided.